Event description:
The customer was hospitalized for high bgs and dka. The customer had headache, lethargy, and back pain. Troubleshooting was not completed. It was found that the time in the pump were incorrect and the device gave two daily totals for the same day. The boluses were two days apart, even though it was given on the same day. The alarm history revealed several alarms.